Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned copilot noted blood in the sidearm and cap. There was no contrast visible. The cap was opened when returned. There was no damage noted to the copilot. The guide wire used during the procedure was not returned. Measurements were taken of the inner diameter of the copilot but the pin gauge did not advance past the clamp seal. After removing fibers that were found from the clamp seal, the .096 inch pin gauge advanced without resistance. During functional testing, the funnel cap was removed and there was a ball of blue fibers on the clamp seal. The fiber ball was 3.00 square millimeters. The fibers were stuck to the clamp seal with blood. After removing the fibers, the funnel cap was reattached and the new guide wire advanced through without resistance. A chemical scan of the fibers was performed and the results suggest that the fibers represent a type of cellulose fibers (cotton ball, paper towel, etc.); however, the origin remains unknown. Although there were celluose fibers observed in the bbcv it is unknown if that was the root cause for the inability to insert the guide wire through the bbcv. There are several possibilities which could contribute to difficulty inserting an interventional device, including, but not limited to, manufacturing related anomalies, materials, pinched/damaged or off-set seals, use technique, and associated devices being used. Other possible factors for difficulty inserting devices through the copilot include not fully opening the clamp seal prior to advancing the devices, or failure to open the copilot bleedback control valve (bbcv) seal and the clamp seal prior to inserting/withdrawing the device. A review of the finished and sub-assembly device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that prior to use in the anatomy, the non-abbott guide wire could not pass through the copilot. A second copilot was attempted with the same result. There was no patient involved. No additional information was provided. Device analysis revealed that inside the funnel cap there was a ball of blue fibers on the clamp seal.